Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2007. The patient has experienced vaginal irritation since the procedure. The patient had an erosion repaired in 2009. The patient developed a bacterial infection in 2011 and was prescribed two antibiotics, two steroid medications, and estrogen. The patient has not felt well since. The patient has pain in her vagina, bladder, legs, and back. The patient has had frequent urinary tract infections.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01678. The same patient is represented in each medwatch.this medwatch report is in response to receipt of maude event report (B)(4).